Manufacturer narrative:
Result - timing link.

Event description:
It was reported by service report that the side rail cannot be locked in the up position. No pt involvement or adverse consequences are reported.